Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Review of the system log files concluded that the host-pc did not startup in the last system startup. Rse has provided part numbers for the host and hdd. In house biomed manually started host pc and the system was up and running. The same issue reoccurred after few days, where customer replaced the host pc, performed necessary configurations and adjustments and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is not booting up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.